Event description:
A report was received that during an implant procedure, the patient had profuse bleeding from the midline incision. The physician removed all the implanted devices and stabilized the patient. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: st linear lead, 70cm.